Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement mvs interface shipped to site 05/03/2016. No parts have been received by manufacturer for analysis. On 05/04/2016 a medtronic representative performed an imaging system check-out, mechanical and system inspection areas passed. Imaging modalities test failed. Umbilical cable was replaced. Issue resolved. System functioned as intended. No further issues have been reported.

Event description:
A site representative reported that there was no communication between the mobile view station (mvs) and their imaging system. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable confirm the reported event was caused by an electrical failure. Failed bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test passed. The gbit test failed, showed opens between lines 1 and 2. . Passed visual inspection.